Event description:
It was reported that the patient presented with chest pain, cardiac tamponade and loss of atrial capture due to perforation. The patient was admitted and a drain was placed to relieve the tamponade. The lead remains in use; however, a lead replacement was scheduled. No further patient complications have been reported as a result of this event.